Event description:
During a triathlon knee replacement, the scrub nurse who is very experienced with the system, struggled to attach firstly the femoral trial and then finally the femoral implant to the device, resulting in short delays to the procedure. On inspection by myself following the case, I realized that the device was indeed faulty with the "arms" of the device failing to fully close properly, thus not holding the trial or implant properly. Case was finished with difficulty. Item removed from service and a replacement arranged.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.